Event description:
It was report that while administering himself a testosterone injection with a bd integra 3ml syringe with detachable needle, the needle broke off in the consumer's arm. The consumer went to a hospital where an x-ray was performed and the needle was located. The consumer's arm was anesthetized and the broken needle was removed with a pair of tweezers.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).